Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2014 to report that on (B)(6) 2014, patient experienced an allergic reaction and rash at sensor patch adhesion site. Patient's mother sought medical intervention from doctor and patient was prescribed hydrocortisone cream for the rash. At the time of contact with dexcom technical support, patient was fine and no further medical intervention or injuries were reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).